Manufacturer narrative:
Conclusion : analysis of the paddle lead found it was returned incomplete. The lead had been cut as a result of the explant procedure and only the terminal end lead tails were returned. Continuity was checked on each lead tail, from the contacts to corresponding bare wires and no opens were found.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the lead was explanted and replaced resolving the issue.